Event description:
Revision surgery - due to a broken prosthesis the patient was experiencing pain and instability.

Manufacturer narrative:
The reason for this revision surgery was the patient complained of pain and instability/broken prosthesis. The length of in vivo service was 1.1 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4)for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 9 prior complaints reported against this part number; summary of investigations: 3 for dislocations, 4 for infections, 1 for instability, 1 undetermined cause for revision. This is the first complaint against this lot number. The surgeon provided no information that definitively described the root cause or reason for the prosthesis issues. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.